Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted & bunched distally from the proximal edge. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28mm promus element drug eluting stent was selected for use and advanced but encountered difficulty crossing the lesion and the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28mm promus element ¿ drug eluting stent was selected for use and advanced but encountered difficulty crossing the lesion and the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.